Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company has decided to report this event due to the procedural delay that occurred.

Event description:
The nrg transseptal needle was used for transseptal puncture during a procedure. However, an error code resulted when the nrg transseptal needle was placed at the target puncture site and rf energy was attempted to be delivered from the generator. When the grounding pad and connector cable were replaced, the error code persisted. The issue was resolved when a new nrg transseptal needle was used. The issue resulted in a procedural delay of approximately 20 minutes. The remainder of the procedure was completed successfully. Baylis medical company has decided to report this event due to the procedural delay that occurred.